Event description:
Home pt reports receiving se 2240 alarm in unknown phase of treatment on homechoice machine. Pt was instructed to discontinue treatment with current set up and start over with new supplies. During the course of troubleshooting the alarm situation, the pt informed the baxter operational service rep that they use a pt extension line and had left the clamp closed on the homechoice set pt line during prime of this treatment. Pt's rn, reports no pt injury or medical intervention resulted from incident.